Manufacturer narrative:
Weight, ethnicity, race:unk. Work order search: no similar complaints within associated lots were found. Claim# (B)(4).

Event description:
The reporter indicated that a 12.6mm vticmo12.6 implantable collamer lens of -12.5/1.5/130 (sphere/cylinder/axis) was implanted in the patient's left eye (os) on (B)(6) 2022. On (B)(6) 2022, the lens was exchanged for a longer length lens due to lens rotation not associated with low vault. The problem was resolved. Cause of the event is unknown.

Manufacturer narrative:
D4: expiration date- 12/31/2024. Claim # (B)(4).

Manufacturer narrative:
Corrected data: d4: model- should be corrected to vticmo_12.6. Claim#(B)(4).

Manufacturer narrative:
Additional information: h3: product evaluation: lens returned dry in a microcentrifuge vial. Visual observation found no visible damage to the lens. Dimensional inspection found the lens to be within specifications. Claim#: (B)(4).